Event description:
During review of med records for this pt for a separate event, it was discovered that pt became hypotensive and started feeling poorly during hemodialysis on (B)(6) 2015. It was suspected that pt's vancomycin resistant enterococcus (vre) infection had started again and he was started on zosyn and zyvox. An infections disease consult was ordered. Blood culture on (B)(6) 2015 confirmed that pt had vre in his bloodstream. The pt was changed to daptomycin.

Manufacturer narrative:
Device review: the device was not returned to MFR for physical eval. The customer was unable to provide the MFR with the lot number of the naturalyte liquid acid used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found four lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The packaging components and chemical raw material used in the manufacture of these lots were reviewed. No issues were identified with any of the raw materials and packaging components. The batch records confirmed that released product met specs; and documented mfg process controls were within spec. Per the documented product investigation, there was no indication that the fresenius naturalyte liquid acid caused, contributed to or was a factor in the reported event.

Event description:
The dialysis orders for (B)(6) 2015 are not contained in the medical records.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Med record review: med records were received and reviewed by post market surveillance clinical staff. It was noted the pt had been admitted into the hosp on (B)(6) 2015 to rule out pulmonary embolism. The contrast dye caused contrast-induced nephropathy that led to renal failure and eventually hemodialysis. During his hospitalization, the pt also developed vre sepsis. The pt's vre never resolved and the pt started having episodes of hypotension during hemodialysis. During this episode, the pt was unable to complete treatment due to his inability to maintain a systolic blood pressure of 90 even with the administration of dopamine drip. There are no bicarbonate levels in the med record for review. The med records do not show a causal relationship between the 2008k or the concomitant products used in the pt's hemodialysis treatment and the pt's hypotension. Med records do show that the pt's unresolved infection was a possible contributor to the hypotensive episodes during treatments. A supplemental report will be submitted upon completion of the plant's investigation.